Event description:
It was reported that during the implant procedure high, out of range, pacing lead impedance was observed. The lead was replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Analysis is normal. No anomaly was found.